Event description:
Vent shutdown during use. No patient harm. Ventreplaced/incident report completed. Notedsignificant communication error codes under systeminformation log - zc2002: dci command error lc0075: message trans failed lc0009: socket error ebadf system diagnostic log displayed u08002: assertion failure lb0058: loss of gui communication zp0087: unexpected reset umpire test above error codes are commonly seen with ventinterfaced with early generation octanet.